Event description:
The physician attempted arteriotomy closure with a prostar 9 fr pvs device. The procedure was completed without difficulty. The access site was dry as the pt was transferred to the recovery room. During the transfer, the pt developed abdominal pain and a hypotensive episode. A CT scan showed retroperitoneal bleeding. The pt was sent to surgery, where it was noted that the suture knots were in the fascia above the artery rather than at the artery itself. Surgery was successful and the pt was discharged without further complication. The device was not available for inspection. There was no indication from the field that the device malfunctioned. A fascial closure can be the result of improper placement of the device or poor user technique in advancing the knots.